Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2008. 419488 lead, implanted (B)(6) 2013.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to early battery depletion associated with high pacing thresholds on the patient's left ventricular (lv) lead. The lv lead was also capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.